Manufacturer narrative:
(B)(4).

Event description:
The pt felt a shock through her whole body while she was charging her implantable neurostimulator. She was walking at the time of the shock. They quickly took off the recharger belt. The pt was not injured. The recharger screen was cracked and appeared to be burn through the screen. A new recharger was sent to the pt. The implanted neurostimulator was still working. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.